Event description:
It was reported when using the pyxis medstation es system that had a drawer failure and the device was not detected on the bus. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the module board faulty. The field service engineer replaced the pyxis bus module board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.